Event description:
It was reported that while implanting a pedicle screw, the tulip head disconnected from the shaft of the screw. The surgeon completed the case by removing the screw with the screwdriver and replaced the another screw of the same size without patient impacts. The patient had very hard bone.

Manufacturer narrative:
Device evaluation: product was not returned and photos were not provided, so device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to strong off-axis forces applied during insertion or other surgical factors, such as the patient's hard bone. DHR review lot number is not known, so DHR review could not be performed. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that while implanting a pedicle screw, the tulip head disconnected from the shaft of the screw. The surgeon completed the case by removing the screw with the screwdriver and replaced the another screw of the same size without patient impacts. The patient had very hard bone.